Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lack of image was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset high-definition lcd monitor, to the olympus service center. Upon inspection and testing of the returned device, it was observed, the device had no image and faulty quantum board. There was no patient involvement in this event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, the bezel plate and the rear cover of the housing had damage. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.